Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm several time on their device. It was reported that the drive support cap was found to protrude. It was reported that the customer was advised that the device would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to test for prime alarm due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and missing end cap sticker.